Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the pencil had activation issue. The device was arcing and/or sparking. The surgeon activated the pencil in coagulation mode and there was a small spark which burned through the gloves and made a small mark on the bottom of her finger. She replaced her gloved and activated the pencil tip and again, there was a small spark and a slight burn to the top of her finger. The physician replaced her gloves and the staff opened a new pencil. There was no issue with the new pencil. Patient was not injured but surgeon had small, minor burn marks on her finger. Staff checked patient to ensure grounding pad was on and no patient harm.

Manufacturer narrative:
Correction:evaluation summary one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product met specification as received. Visual inspection found no defects with the returned pencil or associated electrode. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device passed hipot testing indicating no electrical leakage. The devices were plugged into a generator and was activated at 60w in the cut an coagulation mode for 60 seconds. No abnormal heading or sparking was observed. Satisfactory results. No abnormal sparking occurred. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, both oxygen and nitrous oxide support combustion. Watch for enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The maximum power settings are detailed in the instructions for use. Some surgeons may elect to buzz the hemostats during a surgical pr ocedure. This practice is not recommended and the hazards of such a practice probably cannot be eliminated. To minimize the risk, when using coated electrodes, place the edge of the electrode against the hemostat or metal instrument to assure a good electrical pathway. Do not activate the generator until the accessory makes contact with the instrument. Additional measures to minimize the risk of performing this technique are listed in the electrosurgical generator users manuals.if information is provided in the future, a supplemental report will be issued.